Event description:
It was reported that a patient underwent an initial total knee arthroplasty in (B)(6) 2017. Subsequently, six (6) years post-implantation, the patient had reported limping and an inability to continue working due to severe pain. The patient then underwent a two-stage revision surgery due to infection and loosening. The implanted components were removed and placed with antibiotic spacers, which were replaced with new components one month later. It was reported that the patient is currently doing well and that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, this device was determined to be not reportable. The patient underwent revision surgery due to infection and subsequent loosening which occurred greater than 90 days post implantation. The loosening of the device can be attributed to the existing infection and there are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors,  and/or patient comorbidities/risk factors. As all product manufactured follow appropriate standards, and the reported infection occurred greater than 90 days post-implantation, devices can be excluded as a possible source. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Subsequently, approximately six (6) years post-implantation, the patient began to experience increasing pain and difficulties with ambulating and a diagnostic bone scan showed aseptic loosening with cement failure. The patient underwent revision surgery to replace the affected femoral and tibial components. Diligence is in progress for this event; to date no further information has been provided.

Manufacturer narrative:
(B)(4). D6a: exact implant date is unknown but occurred in april 2017. D10: medical product: unknown persona femoral component: catalog#ni, lot#ni; unknown. Persona articular surface: catalog#ni, lot#ni; unknown bone cement: catalog#ni, lot#ni. Multiple MDR reports have been filed for this event. Please see associated report: 0001822565-2023-01288. Diligence is in progress for this complaint to determine whether the device is available for evaluation by zimmer biomet. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted. H3 other text : see h10 narrative.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Subsequently, approximately four (4) years post-implantation, the patient began to experience increasing pain and difficulties with ambulating and a diagnostic bone scan showed aseptic loosening with cement failure. The patient underwent revision surgery to replace the affected components. Diligence is in progress for this event; to date no further information has been provided.